Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred and a portion of the balloon detached. The procedure was indicated for a complex fistula revision. Severe stenosis of the cephalic arch and multiple stenosis were noted. The mustang 8.0 x 40, 75cm balloon ruptured "in a transverse dimension" at approximately 20 atm's. Following removal of the balloon catheter it was noted that a piece of the balloon had detached inside the patient. There was a persistent filling defect within the cephalic arch that was suspected to be a residual balloon fragment. Multiple attempts to retrieve the fragment were unsuccessful. A covered stent was placed at the cephalic arch in order to secure the balloon fragment against the wall of the vein. No further patient complications were reported. Patient status is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).